Event description:
The customer was using this x-ray system and in the middle of the procedure the system stopped acquiring images and displayed the 13009 error. The system was rebooted and all patient images were lost. The x-ray exam had to be repeated to acquire the images.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.